Event description:
This patient underwent bilateral mastectomies and immediate reconstruction with tram flaps and breast implants approximately 6 years ago at the same facility. The patient had done well since that time; however, in recent months the patient noticed a change in the contour of their breasts with most notable a loss of volume on the left side. The patient was seen and evaluated in the clinic and a clinical diagnosis of a deflated left saline breast implant was made. The patient underwent surgery to remove the left implant, which was found to be totally deflated. Examination of the implant by the surgeon noted an opening of approximately 7 mm in length on the posterior side that was linear and the source of the leak. The breast implant pocket was irrigated with saline solution. A capsulotomy was performed around the upper and medial perimeter of the capsule. A submuscular pocket was created below the pectoralis major muscle for a greater distance up the chest wall to improve the upper pole of the breast appearance. The pocket was irrigated with saline solution. A breast implant sizer was placed. A 210 cc volume appeared to provide the best appearance; therefore, a smooth-walled inamed silicone gel-filled breast implant with a 210 cc volume in a style 10 was selected and placed into the breast implant pocket.